Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The location of the hernia was " on the patient's side" (no further detail was provided) and the patient is reported to be "doing ok". It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.